Manufacturer narrative:
As the device in this case was not available for evaluation a document based investigation was carried out. The following additional information has been received for this complaint file. The order number of the wire guide was a visiglide25/ olympus. The physician answered ¿no¿ to the following questions: had a sphincterotomy been performed prior to this occurrence? Had dilation of the obstructed area been performed prior to this occurrence? The endoscope manufacturer and model number was en*/ fuji film. The stent was planned to be placed in the middle~lower bile duct. The physician experienced resistance when advancing the wire guide, the stent and introducer through the obstructed area. No section of the device detached inside the endoscope or patient. The procedure was finished using another zilver bms device of a different size. The most likely cause of the stent prematurely deploying could be if friction was encountered between the working channel of the scope and the complaint device. This may have caused the device flexor to compress and expose the stent from the sheath and prematurely deploy it into the working channel. Also as per the complaint description the patient`s anatomy was severely tortuous which may have caused or contributed to difficulties when advancing the delivery system. As per the complaint description, ¿the delivery system was removed once and the physician visually confirmed that the cell partially exited the delivery system and one of the bridges of the stent was fractured¿. However, as the device was not available or evaluation, a definitive root cause of this premature deployment cannot be determined. Prior to distribution all zilbs-635-10-8 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilbs-635-10-8 did not reveal any discrepancies that could have contributed to this issue. As per the instructions for use, the user is advised of the following: ¿prior to deploying stent, remove the safety lock. Note: ensure that the safety lock is not inadvertently removed until final stent placement.¿ according to the initial report, the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The patient had experienced gastrointestinal reconstruction. Access was gained with a double balloon enteroscopy (dbe) through severely tortuous anatomy. The zilbs stent was to be placed in the middle~lower bile duct. When the delivery system came out of the endoscope channel inside the patient, the endoscopic image showed that the stent was partially deployed. The delivery system was removed and the physician visually confirmed that one of the bridges of the stent was fractured. Another zilver stent of a different size was used instead and placed. Incident meets reporting criteria of an FDA MDR report based on the malfunction precedence for this device family for 'premature stent deployment with safety lock in place' and also for 'stent fracture'. No adverse effects to the patient have been reported as occurring.